Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2014. According to the complainant, on (B)(6), 2014, the patient had experienced air and fluid accumulation on the abdomen and stoma site infection. The physician had drained the fluid via injector. The oral antibiotic treatment was discontinued and intravenous sulcid treatment was started. The patient was also given an intravenous fluid treatment. The event did not prolong the patient's hospital stay. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2014, the patient had experienced air and fluid accumulation on the abdomen and stoma site infection. The physician had drained the fluid via injector. The oral antibiotic treatment was discontinued and intravenous sulcid treatment was started. The patient was also given an intravenous fluid treatment. The event did not prolong the patient's hospital stay. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on january 13, 2015: the patient was given sulcid 500mg IV. The patient had prolonged hospital stay. The patient's condition at the conclusion of the procedure was reported to be good. There was no malfunction of the peg tube. Correction: procedure date is (B)(6) 2014.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2014, the patient had experienced air and fluid accumulation on the abdomen and stoma site infection. The physician had drained the fluid via injector. The oral antibiotic treatment was discontinued and intravenous sulcid treatment was started. The patient was also given an intravenous fluid treatment. The event did not prolong the patient's hospital stay. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on january 13, 2015: the patient was given sulcid 500mg IV. The patient had prolonged hospital stay. The patient's condition at the conclusion of the procedure was reported to be good. There was no malfunction of the peg tube. Correction: procedure date is (B)(6) 2014. Additional information received on february 6, 2015: the duodopa therapy started on (B)(6) 2014. The patient was discharged from the hospital on (B)(6) 2014. No other complications resulted from this event. Draining and IV treatment were given to the patient during hospital stay.